Event description:
It was reported that at the end of a surgical procedure, following closure, it was noted that a piece of the bur had broken off. It was also reported that an x-ray was performed and the broken piece was removed from the soft tissue in the pt's mouth.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.